Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor. It was reported the patient was seeing a power on reset (por) message on (B)(6). There were no trauma or falls related to the issue. The patient stated there was no recent medical tests or electromagnetic interference (emi) exposure. The patient was redirected to their healthcare professional (hcp). There were no symptoms reported. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the cause of the power on reset message was the patient did not have the device turned ¿on¿. The hcp stated the actions taken to resolve the power on reset message was the device was turned on and the hcp explained to the patient how to use the remote. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient pushed the wrong buttons. The patient stated that they checked with their machine than programmed hers and showed her what button to push if they told her to. There were no symptoms or further complications reported or anticipated.